Event description:
On (B)(6) 2013, animas received information about a case study concerning a patient on insulin pump therapy who works in a printing machine shop. The insulin pump was exposed to printing machine containing four powerful electromagnets. Reportedly, the patient has a 14-year history of uncomplicated type 1 diabetes. The patient started on insulin pump therapy and took note that his blood glucose was not as well controlled with insulin pump therapy as insulin via syringe. He reportedly had recurrent hyperglycemia incidents which did not respond with bolus insulin via the subject pump. The patient was concerned about the insulin pump delivery and contacted animas for assistance. There was no evidence of a product defect associated with the reported incident. The subject pump was replaced. The patient received the replacement pump but his hyperglycemic issue was not resolved. He noted that the subject pump worked better when he was away from his work. Reportedly, the patient exposed the subject insulin pump at the approximate ¿work distance¿ from the machine to find out the subject pump failed to deliver any insulin. The pump did not show any error message or alarm alerts despite the alleged issue. The measurements of the magnetic field flux density showed that the ambient filed in the workplace ranged from 5-7 gauss, but in the area of uncovered motors it was 2.5-3 mt. The patient decided to switch back from the animas insulin pump back to multiple daily insulin injection. His diabetes control has significantly improved since he has been back to insulin treatment via syringes. This complaint is being reported because the patient had multiple hyperglycemic episodes while on insulin pump therapy. There reportedly was a correlation between the exposures to strong magnetic field and the way the animas insulin pump operates. The patient claimed the animas pump failed to deliver insulin when it is exposed to his work environment.